Event description:
Well, the procedure itself went fine. But it wasn't a couple of months and the first of the symptoms started and haven't stopped yet. I started having really bad chest pains, acid reflux (that had caused precancerous cells and have to take meds to control it and have to get it checked every year), weight loss, bruising everywhere, having liver function problems, stomach pains, very bad back and hip pain, constant nose sores, skin rashes, blisters on hands and lower abdominal area, very sharp abdominal pain, extreme fatigue at times, very bad headaches, I just now have been diagnosed with an autoimmune disease. I dont think it is a coincidence that I had none of these symptoms before essure and now 3 years later I feel like I am literally falling apart. I am only (B)(6) years old and I feel like an (B)(6) year old. If all of these things have happened in 3 years I dont know what it will be like if I keep them coils in me longer. (B)(4).